Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a display failure. This report is made based on results of investigation completed on 09/23/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, the keypad cover and bolus button cover were observed to be torn. All of the keypad buttons and bolus button functioned properly. (B)(6).